Event description:
The electronic gas blender failed during the procedure. There was no optical or acoustic alarm. The clinician, per the instructions for use, changed out the blender for a mechanical gas blender. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The electronic gas blender failed during the procedure. There was no optical or acoustic alarm. The clinician, per the instructions for use, changed out the blender for a mechanical gas blender. There was no report of pt injury. The gas blender was evaluated by sorin group (B)(4). The blender functioned properly during all measurements, technical safety inspections and endurance tests. No issues were found. No further action was deemed necessary. Sorin group (B)(4) could not reproduce the reported problem. The facility filed a vigilance report with their country competent authority. This medwatch report is filed as a result of this action.